Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/21/2014 with the following findings: during testing, the pump performed the rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no unintentional boluses being delivered or recorded in the pump history. There were no hypersensitive keypad button observed during testing. The pump was able to successfully perform audio , normal, ezbg, and ezcarb boluses with no issues occurring. Unrelated to the complaint, evaluation revealed that the display screen was discolored. Also unrelated to the complaint, evaluation revealed that the yellow o-ring on the returned battery cap was missing. The battery cap was able to be powered on despite the missing o-ring and was able to complete a 24 hour duration test. The complaint that the pump had a blood glucose value in the pump without entering a blood glucose value was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the bolus history showed a blood glucose value that had not been programed in and alleged that deliveries were not made due to blood glucose values. No blood glucose values were listed and no symptoms were reported, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.